Event description:
The patient felt a change in stimulation following a computerized tomography myelogram. The implantable neurostimulator was turned down and off prior to the scan. The device was programmed. The patient was no longer having problems related to the implanted system. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.